Event description:
A customer reported an issue with their insulin pump, where the gauge displayed an unexpected fill estimate showing 0 units instead of an expected value greater than 0. The customer was experiencing a recurring problem where the pump indicated differing amounts shortly after filling the cartridge. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. The customer did not initially complete the loading process, so technical support assisted them in finishing this step and resuming insulin delivery. Despite troubleshooting efforts, the problem persisted, leading to the decision to replace the pump to maintain customer satisfaction. The customer was informed of replacement steps and will receive a new pump with updated software, while the problematic pump is to be returned to the company. Customer will continue to use current pump.